Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
This user banged her head on the edge of the table by accident. Ever since that event, the user's hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This user banged her head on the edge of the table by accident. Ever since that event, she was suffering from horrible performance in hearing. The user will be re-implanted.

Event description:
This user banged her head on the edge of the table by accident. Ever since that event, the user's hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.